Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the pump¿s black box revealed evidence of a discharged battery being installed. The battery was returned with the pump. The pump will not power on with the returned battery cap. The battery was fully charged. The pump powered with the returned battery cap and a new battery cap. The battery cap was able to fully tighten. The battery cap measures were within specification. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed with no evidence of moisture or loose components inside the pump. Serial #: (B)(4). (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported the pump lost power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.